Manufacturer narrative:
Insulin pump was received with unresponsive due to corroded keypad traces. Insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's act and escape buttons were unresponsive. Customer reported receiving an auto off alarm that he was unable to clear. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 90 mg/dl at the time of the call. No further information was provided.